Event description:
The patient underwent a replacement of lead and generator due to high impedance. The suspect product was discarded. No further relevant information has been received to date.

Event description:
It was reported that x-rays of the patient's vns. Per the reviewing physician, the patient's leads appeared intact.

Event description:
It was reported that high impedance was detected through system diagnostics: . Per the patient's group home, there was no known event or injury to cause the high impedance. No known surgical intervention has occurred to date. No further relevant information has been received to date.